Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two work around options to customers. The first work around is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second work around is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these work arounds were communicated to customers by customer notification. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with elecsys ca 19-9 immunoassay on a cobas 8000 e 801 module. It was asked, but it is not known if an incorrect result was reported outside of the laboratory. The sample initially resulted with a ca 19-9 value of 46.6 u/ml. The sample was repeated, resulting with a value of 2.14 u/ml. The repeat result was believed to be correct based on the patient's previous results. The serial number of the customer's e 801 analyzer is (B)(4).